Event description:
A caller reported that a pump malfunction occurred, displaying the malfunction code "malf 12," which caused the customer's blood glucose level to be displayed as "high," exceeding 500 mg/dl. Despite this, the customer did not require third-party assistance due to the blood glucose level, as they received normal assistance. The customer took corrective action by administering a correction bolus via the pump to address the elevated blood glucose. Tandem technical support resolved the issue by arranging for a replacement pump to be sent to the customer. The customer reverted to an alternate method of insulin therapy.